Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7101980. Product family: scs-lead fixation: upn: m365sc43180: model: sc-4318. Batch: 28009810.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the linear leads and clik anchor were replaced with a paddle lead and a new clik anchor. The patient was doing well postoperatively. No device malfunction was suspected. The explanted linear leads were not returned due to hospital policy.